Event description:
It was reported that two sleeks 2.0mm x 220mm l=155cm was advanced towards the lesion when resistance was met. While the device were being retracted, they separated. The separated parts were removed from the hub of the guiding sheath, and was removed with using a biopsy forceps. It was unknown how the procedure completed but the procedure was completed successfully. There was no reported patient injury. Kissing balloon technique (kbt) was performed using a sleek which was advanced to the lesion, with a 6f non cordis guiding sheath. Difficulty advancement was experienced at the tortuous part of the iliac artery and the aorta bifurcation. So the balloon was retracted, however there was a resistance felt and it separated. An attempted was made to advance a new sleek but there was a resistance felt and it separated as well. The target lesion was the left below knee. The lesion was moderately calcified and heavily tortuous. The rate of stenosis was 80%. The products were clinically used and they will be returned for analysis. Additional information received: there were not any anomalies noted during the prep of the device. There were not any damages noted to the box, pouch, hoop or balloon sleeve. There was not any difficulty removing the balloon sleeve. There were not any kinks noted on the device prior to use. The intended treatment site was bk. The point in the procedure where is was noted that the device had separated was while the balloon catheter was withdrawn. All of the parts of the device were removed from the patient. There is no information on what part of the device separated (hub, strain relief, hypotube, shaft, balloon, distal tip). There were no anomalies noted when the device was removed from the package. The following information was requested but reported to be unknown: it is unknown the condition the device will be returned in. The length of the lesion being treated is unknown. It is unknown if a contralateral or ipsilateral approach was made from the lower extremities. It is unknown what brand and size of guidewire was used. It is unknown if a hydrophilic guidewire was used and if it was it kept hydrated at all times. It is unknown if the device was ever inflated. It is unknown what was used to inflate and deflate the device (i.e, inflation device, or syringe). It is unknown if the same inflator was used successfully with other devices. It is unknown if there were stents present within the treatment or tracking path. It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown how many times the balloon was inserted into the patient. It is unknown if there were any kinks noted on the device during or after use. It is unknown if force was ever required when using the device. It is unknown at what point during the procedure friction was noted with the device. It is unknown if the device was inserted through a stopcock instead of a hemostatic valve. It is unknown if a procedural cd is available for review. Additional information from (B)(6).